Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed for dental cleaning (route- dental, lot number 2481d and expiration date unspecified). After an unspecified duration, the consumer stated that the metal part of the floss came off. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012: based on the quality investigation, review of the data associated with this complaint category damaged/defective dispenser/component and potential malfunction revealed no adverse trends and no trend involving this lot number 2481d. The retained samples were visually examined according to product specification for reach johnson and johnson floss, mint waxed and they met specification. Device history records were reviewed and no non-conformances or deviations related to complaint event description were noted. The review of the records did not indicate the product presented defects during production inspections and the components used were the appropriate. All non conformances generated (B)(4) prior to the manufacturing date of the lot number reported, lot 2481d (05-sep-2011), were reviewed. No non-conformance was opened related to the reported defect for the reported lot number. A review was performed of the specification changes for (B)(4) prior to the manufacturing date of this lot 2481d and changes did not had relation to the complaint event description. A returned field sample was not received for evaluation. The review of the investigation documentation did not show any information that indicates reach dental floss waxed mint 55yd or reach dental floss waxed mint 100yd failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss, mint waxed for dental cleaning (route- dental, lot number 2481d and expiration date unspecified). After an unspecified duration, the consumer stated that the metal part of the floss came off. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.